Event description:
It was reported that the screw was broken during surgery. No pt complications were reported.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device info. Analysis of the returned device is in process. Therefore, we are unable to determine the definitive cause of the reported event.